Event description:
End user observed arcing from the ac plug. This is being reported in response to the FDA safety investigation (oct 19, 2009).

Manufacturer narrative:
The datascope service tech observed loose and bent hot and neutral terminals caused by the ac line cord being stretched in one direction from the ac receptacle. The lien cord was replaced by the tech. The stretching of the cord, we believe, was caused by pulling the plug out at an angle and does not reflect accepted practice. We will continue to monitor for similar events.